Manufacturer narrative:
(B)(4). The sp8368 maryland ta dissector device was not received for evaluation. Although requested, at this time the device has not been returned and no additional information was received from the customer. A photo was not provided. The customer did communicate a lot number for the device; therefore, a DHR review was performed. Without the device to confirm and evaluate the reported failure, bd is unable to determine the root cause. If the device becomes available the complaint will be re-opened and a more thorough investigation will be performed. A review of the device history record revealed no non-conformances. The device passed all acceptance criteria for release. Conclusion(s): other- sample not returned. The customer did not return product for evaluation. Bd will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
(B)(4). On (B)(6) 2017 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Customer reported verbally via telephone call: item broke while inside patient. All pieces were retrieved, no additional medical intervention required. Product code reported is sp8368 maryland, sp, erg ta. Code was not able to be added into pilgrim. No further information available.